Event description:
It was reported that the ilet displayed an alert 38 indicating a motor stall, and the user was unable to proceed when attempting to change supplies until a device restart and guided dry run were completed; after these steps, the user successfully rewound, observed drops, and reconnected the system. Symptoms included interruption of insulin delivery consistent with a stalled motor alert. Outcomes included restoration of normal pump operation after troubleshooting without need for medical intervention or hospitalization. Investigation included customer-guided troubleshooting, device restart, and a successful dry run to confirm infusion and delivery function. Investigation of this case revealed a consecutive motor stall condition that was resolved through restart and system priming, with no persistent device or component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user- and process-related factors leading to a transient motor stall that resolved with standard troubleshooting.

Manufacturer narrative:
Initial.